Event description:
It was reported that the patient indicated that the pacemaker "is constantly off balance" as it should be at 71 and is "anywhere from 70 to some other number." The patient had not been seen by a physician, so no additional information was available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.